Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user's hcp confirmed there was an infection during the removal, the wound was cleaned and treated with ceftriaxone and sulfamethoxazole. No further investigation was found necessary for this complaint.

Event description:
On april 3, 2024, senseonics was made aware of an event where the user reported an infection at the insertion site with pus coming from the incision during the removal procedure of their sensor.